Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the reported issue was confirmed. The cable break was detected in the direction of the camera head. The cable, adapter, labeling on the housing of the camera head, as well as buttons were recommended for replacement. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of cable break resulting in sporadic image was confirmed. The image disappeared and ceased to emerge and the visual field was suddenly lost. In addition, faulty adapter and worn-out labeling on the housing of the camera were observed. The probable cause of the malfunction is due to wear and tear damage with customer mishandling and increase sing use/time. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the hd autoclavable camera head has a cable break. As a result, the image appeared sporadically. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event